Event description:
It was reported that pump experienced repeated malfunction alarms, identified by customer as occurring at least three times without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to continue using current pump and rely on alternate method if necessary until replacement arrived, and technical support arranged shipment of replacement pump with updated software.